Manufacturer narrative:
As no product was returned for investigation, a specific root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported an issue with the accu-chek softclix while using the coaguchek xs meter. The customer stated the needle was sticking out of the endcap. The customer did not use the lancing device. No actions were taken and the patient was not adversely affected. It was confirmed the lancet was properly seated and the endcap was properly snapped into place. The customer was using the correct lancet for the softclix lancing device. The customer did not provide the lot number of the device, nor the lancets. The suspect lancing device and lancets were requested to be returned for investigation. Replacement device and lancets were sent to the customer.